Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead appeared to be fractured and was seen via x-ray. Boston scientific technical services (ts) reviewed implanted and explanted information and did not discuss magnetic resonance imaging (MRI) conditional status since the health care professional (hcp) mentioned that it appears that the patient has a lead fracture and that disqualifies a patient to undergo MRI. Ts also suggested that a radiologist review the x-ray. To date, this lead remains in service. No adverse patient effects were reported.